Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient underwent surgery on (B)(6) 2020 wherein their implantable pulse generator was replaced. Patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient could no longer communicate with their implantable pulse generator (ipg) following an unrelated surgery where the device was not placed in surgery mode. Patient may undergo surgical intervention to address the issue.